Event description:
It is reported that a customer received a battery-out alarm on their insulin pump even after replacing the battery cap. The patient's blood glucose level was at 42 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed to use (B)(4) aaa alkaline batteries for the best performance. The customer was advised to monitor the pump for any future issues. No further information was provided

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.